Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this previously capped right ventricular apex (rv) lead an infection with sepsis. There were no additional adverse patient effects reported. The previously capped rv apex lead was explanted.